Manufacturer narrative:
The removal date has been updated, which is reflected in this follow up report.

Event description:
Failure to osseointegrate. The removal date has been updated, which is reflected in this follow up report.

Event description:
Failure to osseointegrate.